Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that leakage occurred from the valved trocar cannula when it was being used for a right eye cataract/vitrectomy procedure. The surgery was completed after replacing the product with another one. There was no patient harm. Additional information has been requested. The product sample is not available for evaluation because it was discarded by the facility.

Manufacturer narrative:
Additional information provided in evaluation codes, if remedial action initiated, check type and additional MFR narrative. Corrected information provided in model/lot #. A review of the related device history records for the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 25 other complaints associated with the lot for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. (B)(4).